Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective fluoro functions pcb and systems interface pcb that were removed and replaced. Additionally, a high voltage cable was found to need repair and the 3 volt cmos battery was replaced as well. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a described system lock-up. A reboot restored functionality.